Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2012-00023 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Pt code - the event description indicates that minor blood loss did occur. Device code (no code available) - additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. The involved device has not been returned for evaluation. Inspection of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. Physical testing of the reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The cause of the resistance is not able to be determined. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
Results - unk is indicated because flaking & separation of a portion of the outer layer of the sheath was confirmed on the returned sample, but the cause is not able to be determined; based upon testing of reserve samples. Conclusions - upon evaluation of returned sample; based upon testing of the return & reserve samples the involved device was returned and evaluated. Examination confirmed that the outer layer has begun separating from the inner coil wire in certain portions of the sheath and an approximately 59-mm section where the sheath material is missing from the device. Thorough visual examination & physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects and performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the observed damage to the outer layer of the sheath cannot be definitively determined based upon the available information, the damage appears to be most consistent with exposure to some type of chemical or excessive heat during additional processing after shipment, such as re-sterilization. These devices are 100% inspected multiple times during manufacturing & final packaging, so we are confident that the product could not have been packaged or shipped in this condition. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: "this device is for single use only. Do not re-sterilize or re-use"; and "do not heat or bend the sheath tip. Damage to the sheath may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that the distal portion of the destination guiding sheath was noted to have become separated during removal following an intervention procedure. Additional information provided included the following: the destination sheath had been used via a right femoral puncture; upon removal from patient, the plastic layers of the sheath were reportedly noted to have become 'unraveled or broke;' a cut-down was performed and the detached distal portion of the sheath was successfully removed; the patient did experience some increased bleeding due to arteriotomy / cut-down; and the patient was retained in the hospital for a longer stay to monitor recovery after the cut-down. Several unsuccessful attempts have been made to retrieve the involved device for evaluation and to obtain any additional information from the hospital. Additional attempts are on-going.